Manufacturer narrative:
D6: explant date unknown. The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The root cause of the low signal not reliable (snr) was due to optical bench malfunction (this is an additional analysis finding that is unreported and unrelated to the reported failure mode, but is related to the clinical procedure).

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a console error alarm that was triggered and disappeared multiple times, with loss of placement signal. No kinks of the cable and shaft were seen. The aic was exchanged and patient outcome was no harm.